Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, the plastic distal end cover had a scratch, the scope cover unit had a scratch, the locking engagement lever had a scratch, the forceps elevator knob had a scratch, the up/down knob had a scratch, the right/left knob had a scratch, the forceps channel port was shaved, the switch box had a scratch, the suction cover had a scratch, the suction connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had a scratch, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on bending section cover had scratch and chip , the bending section cover had a scratch, due to wear of angle wire, the play of up/down knob was out of the standard value, the connecting tube had a scratch, and connecting tube had a wrinkle. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. It is unknown if the facility flushed the air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had defective air and water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.